Event description:
Experienced cloudy, hazy vision in left eye while wearing (B)(4) contact lens. Condition deteriorated to include severe discomfort/pain in left eye. Medical attention was obtained from primary care physician, who dispensed antibiotic. Symptoms subsided within a few days. Reason for use: myopia.